Event description:
During the initial implant procedure of the leadless pacemaker (lp) system, difficulty releasing the lp from the delivery catheter occurred. This resulted in the lp being pulled slightly which dislodged the lp in the tissue and the helix of the lp was stretched. The lp was explanted and a new system was used to complete the implant successfully. The patient was stable.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Reported event of separation failure was not confirmed. Visual inspection showed that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.